Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(6). The hardware investigation has begun, but is not complete at this time.

Event description:
It was reported that after an ablation procedure using a stockert ep-shuttle radio frequency generator and an indifferent electrode by (B)(4) (ref#: (B)(4), lot #: 40870135x) a skin burn was discovered on the patient under the patch. The customer suspected that the burn may have been caused by poor contact between the patch and the generator, but no error message appeared on the generator itself. The patch was stuck on the left side of the patient. The severity of the burn and information regarding interventions were not provided. Follow-ups have been conducted; however, no additional information has been made available. Due to the limited information available, we have chosen to report this event as a serious injury since we cannot confirm if the burn was only a first degree burn. If such information is received, a correction will be sent. The investigation is pending on the complaint device.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that after an ablation procedure using a stockert ep-shuttle radio frequency generator a skin burn was discovered on the patient under the patch. Investigation found that bad contact with the patient¿s skin caused this adverse event of skin burn. No issue was found during the following procedure. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.